Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered an alert for a capacitor maintenance charge timeout. A capacitor maintenance test was performed in clinic and also reached a timeout. Device replacement was recommended. No further information is available.